Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs and medical records received. After review of medical records for MDR reportability, the patient was revised for pain and infection on (B)(6) 2014 and prostalac was placed. The cup was noted to be loose as well. The date of reimplantation is unknown at this point. The stem has already been reported on (B)(4). At this time no infection is alleged per litigation.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A search of the complaint database found no additional related reports for the lot codes a3nbb4, a5hdt1, a25d11, and 2325367. A search of the complaint database search finds one additional reported incidents against lot code z36kd4 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.